Event description:
Patient in radiology for placement of ivc filter; filter was unable to be used, separated in packaging prior to insertion. Patient eventually had different filter placed. The patient did well during and after the procedure, and was eventually discharged in '09.